Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin delivery was suspended. The customer¿s blood glucose level was 120 mg/dl and sensor glucose was 60 mg/dl at the time of the event. The customer¿s blood glucose level was 130 mg/dl. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose. It was reported that the sensor glucose value that triggered the suspend on low or suspend before low event was 60 mg/dl and low limit in sensor settings was 80 mg/dl. The device will be returned for analysis.